Event description:
A customer contacted beckman coulter inc., (bec) and reported that the unicel dxc 600 pro synchron clinical system generated two (2) erroneous blood urea nitrogen (bun) patient results. The samples were re-tested and obtained results were higher for both patients. Patient results are provided. The erroneous results were not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
No supplemental sample information was provided. Qc was within established ranges before and after the event. On (B)(6) 2011 the field service engineer (fse) replaced the photometer lamp. Although the fse replaced part, the root cause of this event is unknown.